Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: "device is not able to properly ventilate. Says circuit obstructed."

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:"device is not able to properly ventilate. Says circuit obstructed."